Event description:
A dreamstation bipap avaps30 was returned to a third-party service center for service. There was no harm or injury reported. There was no harm or injury reported. There was no reported patient involvement. During the evaluation of the device at a third part service center, visible foam degradation was found. There is no documentation of what needs to be replaced to address the issue. The device has been scrapped.